Event description:
The technician alleged the head of the bed automatically goes up. No patient impact.

Manufacturer narrative:
The technician found the head up button was stuck on the caregiver controls on the side rail. The technician replaced the outer caregiver control on the side rail to resolve the issue.